Manufacturer narrative:
Additional information: the lesion was pre-dilated with multiple inflations with a balloon. Resistance was not noted while advancing the device to the lesion and there were no issues getting to the lesion. However, resistance was noted when crossing the lesion. Excessive force was not used. Once resistance was felt, the stent and stent delivery system were immediately removed to dilate more. The procedure was completed using another stent of the same size and model. Initial reporter phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug-eluting stent deformed in vivo during positioning/advancement. The device was inspected with no issues noted. The device passed through a previously deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the mid stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.